Event description:
It was reported that the ventilator had issues with volume and low spirometry.there was no patient harm. Manufacturer's ref. #: 904177.

Manufacturer narrative:
According to the provided information from the hospitals technical expert's response, the reported failure was related to the patient breathing circuit. The received logs shows failure of the patient circuit test during pre-use check and revealed clinical alarms such as: expiratory minute volume low, pressure delivery restricted, respiratory rate high, check tubing, patient circuit disconnected, respiratory rate low and peep low. These clinical alarms indicates leakage in the patient breathing circuit or a disconnect situation. There is no indication of a technical malfunction in the system at the time of the event. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.

Event description:
Manufacturer's ref: # (B)(4).